Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted: (B)(6) 2011.

Event description:
It was reported that there appeared to be a pattern of crosstalk on the rv (right ventricular) channel noted via surface EKG (electrocardiogram). Sensitivity was adjusted and the rv lead remains in use. No patient complications have been reported as a result of this event.